Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument had an insufficient seal on the inferior mesenteric artery (ima), causing bleeding. It is unknown if audible tones were heard. While cutting the tissue bleeding occurred. The tissue had visible seal marks on both ends of the tissue but not a uniform seal. The vse instrument was attempted to be used again to stop the bleeding but a second unsuccessful seal occurred. The estimated blood loss volume is unknown. A bipolar instrument was used to cauterize the bleeding tissue. The vse instrument was attached an e-100 generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted during the event. There were no reported generator errors. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. Failure analysis could not confirm the reported event. There was no damage to the instrument. A review of the logs found zero errors. The instrument was placed and driven on an in-house system on. The instrument passed the recognition, engagement, and initialization tests. The grips opened and closed properly. The instrument cut and sealed without any issues. The instrument was retested and passed on 3 out of 3 attempts. The jaw ceramic dots were present on the grips. Additionally, the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s) and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. It was found that the main tube can be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance, in both roll directions. This indicates that the roll gear tabs that mate with the main tube and provide a hard stop are damaged. Since the hard stop is damaged, the main tube can rotate independently of the roll gear, causing mis-calibration between the mtm and tube, and creating unintuitive movement of the distal tip. An isi field service engineer (fse) spoke with the customer and stated that there were no further reported events with any vessel sealer extend (vse) instrument or with the e-100 in subsequent procedures. A review of the advanced log review type for the vse instrument associated with this event has been performed by an intuitive surgical, inc. (Isi). The following additional information was provided: the logs show that the vse instrument lot # l81240223-0178 was installed 7 times and passed homing 7 times. No errors were identified. The e100 logs show 29 seal events with 1 high initial starting impedance error. The instrument was used for about 1 hour 36 minutes. The logs show some errors that do not seem related to the sealing complaint. Nothing from the logs points to a sealing issue, except the high initial impedance error which is likely due to the user trying to seal too much tissue.